Event description:
The following was reported to hamilton medical ag: nursing staff are preparing to perform anesthesia resuscitation for postoperative patients. Turn on the machine and find that it is stuck on a certain interface, unable to turn it on or off normally. Notify the equipment department for handling. No patient harm. It occurred during startup.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).